Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and increased thresholds. It was also reported that the left ventricular (lv) lead had an insulation defect. The physician decided to explant the ra lead. During the explant procedure, the lead was unable to be retracted into the sheath. There was difficulty experienced in retracting the lead into the sheath during the extraction procedure, which led to the puncturing of femoral vein. Another catheter was used to capture and extract the ra lead. The ra lead was removed by gentle pulling 'in toto', and was replaced with a new one. The lv lead was capped. No further patient complications have been reported as a result of this event.